Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6 correction: b4 - d10 - g4 - g7 - h10 DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: assembly issue event description: it was reported that during surgery, the pedicle and set screw could not be assembled review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received device analysis: visual examination: the dynesys revision screw and the set screw have been returned for an investigation. The set screw does not show any damage. However, the threading of the dynesys revision screw is damaged and deformed. Therefore the two components cannot be assembled anymore. Review of product documentation: surgical technique: the surgical technique has been reviewed. The implantation of the pedicle and set screw is described. It is mentioned that the user should not over tighten when assembling the pedicle screw with the guide wire and screwdriver. Moreover, a too high torque and/or bending load is descibed to cause a possible fracture the pedicle root cause analysis: root cause determination using sap rmw: - damage of implant (threads damage or breakage of implant) due to lack of adequate design of the pedicle screw to withstand the required forces. Not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - tightening of the screw is not possible due to user applies excessive torque and compression force when inserting the screw resulting in fracturing of the pedicle => possible, as it remains unknown whether the damaged threads have been caused by application of an excessive torque or force. It is unknown whether the instructions given in the surgical technique have been considered. - set screw got stuck and further tightening was not possible due to user applies excessive torque and compression force when inserting the screw resulting in fracturing of the pedicle => possible, as it remains unknown whether the damaged threads have been caused by application of an excessive torque or force. It is unknown whether the instructions given in the surgical technique have been considered. - breakage of implant due to explanted implant is used for new implantation surgery => possible, as it cannot be excluded based on the available information. Conclusion: it was reported that the pedicle and set screw could not be assembled. The products have been returned for an investigation and the reported event could be confirmed. It was found that the assembly was impossible, as the threading of the pedicle screw has been damaged. Most likely, this damage occurred prior to the assembly of the set screw, as the later does not show any signs of damage. It might be, that the damage of the threads occurred during assembling the pedicle screw with the guide wire or the consecutive implantation of the pedicle screw using the screwdriver. Excessive force or torque might have been applied, which could have caused or contributed to the damage of the threads. Moreover, the assembly of the pedicle screw with the guide wire might have been done incorrectly or at an angle. However, based on the available information an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is cmp-0403799.

Event description:
Please refer to report 0009613350-2018-00629.

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e .dyn pedicle set scr 7.2x40, ref:01.03717.240, k043565) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that during surgery the blocker threading couldn't be assembling with screw. The surgery was completed with another screw with a surgery delay of 60 minutes.